Manufacturer narrative:
H4: the lot was manufactured from march 02, 2020 - march 03, 2020. H10: the device was received for evaluation containing 90ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The event was further reported as, 50% remained in the device. The device had been filled with 18000mg piperacillin/tazobactamin in 230 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.